Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 360 mg/dl and was corrected via the pump. Tandem technical support had the customer perform a system check and the occlusion appeared to be related to the infusion site. However, the customer inspected the cannula and found no damage. The customer replaced the cannula and resumed insulin delivery.